Event description:
A medtronic software engineer reported that during a demonstration while navigating in the look ahead view in synergy cranial 2.2 (a released product), the application exited to the application menu screen. There was no patient present at time of reported event.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. The medtronic representative could not replicate the issue. System performed properly. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database and fixed in a subsequent version of software.